Event description:
During a pta treatment procedure to dilate a lesion in a preexisting dialysis graft, the balloon ruptured and then separated from the shaft. In-stent restenosis in a previously placed wallstent located at the costo-clavicular/subclavin vein junction was treated by dilating the lesion with a blue max balloon which had been taken to 22 atm (rbp=20 atm). This balloon ruptured and was removed intact. The physician then used a second blue max balloon attempting to fully dilate the lesion. The balloon was inflated to 26 atm (rbp=20 atm) when it ruptured. While the physician was removing this balloon catheter, the balloon separated from the shaft. The physician used a snare attempting to retrieve the balloon and was able to snag it, but despite forcefully tugging on it, he was unable to remove the balloon. The physician thought that the balloon was perhaps hung up on an exposed stent strut or a rough spot on the previously placed wallstent. The physician was unable to retrieve the balloon material using the snare, so he elected to place another self expanding stent in an attempt to 'sandwich' any balloon material up against the vessel wall. The procedure was considered successful and the patient left the cath lab in stable condition. No additional injury or complications for the patient were reported.